Manufacturer narrative:
The date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on (B)(6) 2026.

Event description:
It was reported that following an unrelated surgical procedure wherein it is unknown if the device was placed into surgery mode, the ipg became unable to communicate with external devices. An abbott representative was able to meet with the patient and troubleshooting was able to recover the ipg. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.